Event description:
On 5/7: customer reports injector was sitting enables, then 75ml was injected with no one touching anything. No reported injury.

Manufacturer narrative:
Field service engineer inspected the unit and found the interface connector plug had been broken and the pins that supplied power were burned. Fse could not duplicate and suspect the problem was due to bad connection at the interface. Fse replaced the phillips interfaced cable, verified proper operation according to illumena injector service checklist. System returned to full service by the customer. R and d comments "if the injector is enabled, then any start command may start the protocol. If the interface cable was damaged in a way that closes (short) the start relay circuit, then the protocol may start. We do not suspect that a loose connection would start the injection, however, a shorted connection may start the injection."